Event description:
During biomed testing the device displayed a "bridge test failed" message. There was no pt involvement.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.